Manufacturer narrative:
Terumo received the actual device, and upon eval, the complaint was not confirmed. The device was visually inspected and no anomalies were found. The device was then performance tested, and the device ran within specs with no sequela. (B)(4). This failure mode is addressed in the device IFU and provides instructions for the user on how to handle this event.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the pump squealed when it was turned on. The product was changed out. There was no pt involvement. The surgery was completed successfully and without delay.